Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a test of the vibratory alert, the vibration could not be felt internally or externally. The patient will continue to be monitored on merlin.net.